Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the storz light cord looked very similar to the olympus light cord that came with the cystoscope set as both were grey and could be mixed up easily per the user facility. The user facility indicated that the storz light cord was not part of the accessory that came with the referenced device's original package. There were no further details provided on the referenced device's model and serial numbers. Per the user facility, the referenced device was still in circulation. The device referenced in this report was not returned to olympus for evaluation. Based on the information provided by user facility, there did not appear to be any device malfunction nor was there any pt injury. The reported phenomena appeared to be related to user error.

Event description:
Olympus received a medwatch report, which stated: "storz light cord was in a olympus cystoscope set. The cord is not compatible with the scope. Can be made to fit with an adapter, but temperature is not the same in the light, and pt could potentially be burned. Issue was discovered prior to use in pt and a correct cord was found and used, so no harm. It is imperative that the brand and number on cords be checked when assembling sets - both light cords are grey and look very similar, but are not interchangeable. There are several models of light cords with similar connector (or can make to connect to other light source). Potential for misconnections. The original intended procedure was laser lithotripsy, ureteroscopy."